Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot. As part of troubleshooting, the fse tried restarting the system then a software crash occurred due to com server error. The fse stated that this was an intermittent and sudden software error. To resolve the issue, the fse performed ghost backup restore, after that the system started normally. The fse subsequently recreated the patient database. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.